Event description:
Biomedical technician advised he was testing pump for rate/volume accuracy prior to shipping to a hospital and pump overinfused. His testing determined pump was 20-35% over specification. He indicated this pump had been sitting on the shelf in his facility since 2/21/2001 and may have been damaged during that time.